Event description:
It was reported that the pump failed the occlusion test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information was received by smiths medical and attached on 3 june 2022, event occurred during a bench test. No patient involvement. H3: correction: device evaluation anticipated but not yet begun. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found cracked right plunger case. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated; popping noise was heard followed by travel coarse error - check clutch/plunger lever at occlusion test. The investigation found that the issue was due to normal wear causing the clutch halves to slip on the lead screw. For corrective action, the lead screw, clutch spring and both clutch halves were replaced. Also the position pot was also replaced as a preventative measure. The root cause of reported problem was due to normal wear, as parts were 9 years old. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: h4: mfg. Date. 08-nov-2012; model number: 4000.